Event description:
It was reported that a dissection occurred. The patient presented for a high risk, chronic total occlusion percutaneous coronary intervention in a saphenous vein graft to circumflex and a chronic total occlusion in the obtuse marginal branch. Post stenting, the opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination. The physician thinks the tip of the catheter caught a piece of plaque and when the device was removed with difficulty, by pulling, the catheter dissected the left main. The dissection was stented over. The patient was fine and fully recovered.